Event description:
Device report from synthes (B)(4)reports an event in (B)(6) as follows: during the extraction of the (B)(4) afn on (B)(6) 2013, the extraction screw couldn't be set well, so the greater trochanter was worn to the point that the surgeon could see the tip of the nail. Two surgeons were required to fix the instrument and the operation time was extended to five hours. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.